Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that a battery was leaking, leading to the reported issue occurring. The batteries within the tray were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, an odor was emitting from the imaging system. The engineer was unable to confirm the source of the odor. The imaging system was unplugged from the wall outlet and the interface (umbilical) cable was disconnected. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The system batteries were received by the manufacturer. Analysis of the returned batteries confirmed an electrical failure as the issue was replicated due to lower voltage than expected. Battery 6 failed visual inspection, the side of the battery showed electrical over-stress from an internal short.